Event description:
It was reported that stored trend data was lost during a software update of the pulse generator. Following a device download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.